Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.5 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s spouse that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached over 532 mg/dl while wearing the pod longer than 48 hours. The pod generated communication error messages and was not delivering insulin, prompting the ER visit. Symptoms reported include fatigue. The patient was treated with intravenous therapy and insulin. The pod was removed from the infusion site (arm). The patient applied a new pod.